Manufacturer narrative:
The insulin pump received with no button response at escape and act button due to unlocked j2 connector on the lcd board. The device had a cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, and minor scratches on the display window noted.

Event description:
It was reported that the insulin pump's buttons were unresponsive. The act button was functioning every now and then. Customer's blood glucose level was 8.6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response at escape and act button due to unlocked j2 connector on the lcd board. The device had a cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, and minor scratches on the display window noted.